Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined that the cutters did not pass testing, and the ratchet gear, bottom roll and roller gear were worn. The ratchet gear, sliding pin, bottom roll, and roller gear were replaced to resolve the reported issue. The cutters were returned without repair as they would need to be replaced by the account. Devices are used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the mesher lid was not closing properly due to an inadvertent drop or unexpected event that caused the holes to become bent. There was an incomplete mesh. The event timing was during recovery of skin from cadaver skin because this is a cadaver lab. Hence, there was no live patient involved- no harm or delay. No adverse events were reported as a result of this malfunction.